Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly stretched. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break in the neck region at the electrode end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to helix extension issues. No abnormal electrical measurements were reported. This rv lead was not used and was returned for analysis. No adverse patient effects were reported.